Event description:
It was reported the patient developed left hemiplegia in the operating room after the right lead was placed. Emergent CT confirmed hemorrhage in right lead tract. Surgical evacuation was deemed too risky. Additional intervention included blood pressure monitoring and serial heat CT¿s. The event resulted in in-patient hospitalization. The event was considered resolved without sequelae.

Event description:
Additional information received reported the event had resulted in a life-threatening illness or injury. Etiology was surgery/anesthesia. Diagnostics included imaging with abnormal results, acute hematoma along the right electrode distally in the region of the right lentiform nucleus with mild mass effect on the adjacent right lateral ventricle and no interval change in hematoma on (B)(6) 2015, abnormal results of perhaps slight contraction of the right basal ganglia and external capsule hemorrhage though no significant change in mass effect, no new areas of hemorrhage, no new abnormalities on (B)(6) 2015, and abnormal imaging results of stable hemorrhage within right basal ganglia on (B)(6) 2015. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0qvgy, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va09214, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the event type and descriptions to hemorrhage in the right lead tract of basal ganglia. No further complications are anticipated.